Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a "belt slip" error message occurred on the roller pump. This pump was being used as an extra sucker pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field svc rep (fsr). The fsr opened the roller pump and found oil on the belt. After the fsr removed, the belt and thoroughly cleaned both pulleys, he could not see any further oil residue. The fsr installed a new belt and reassembled the roller pump. The unit was tested to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.